Manufacturer narrative:
Section e1: customer site was (B)(6). Section h5/h8: usage of device corrected. Manufacturer's investigation conclusion: the reported event of damage to the back cover on the mobile power unit (mpu) was confirmed via testing of the returned product. The mpu, serial number (B)(6), was inspected at the service depot on 08apr2025. The unit was visually inspected and damage to the back cover was observed. The mpu was powered on and functioned as intended during testing at the edc. No alarms were produced while the mpu was connected to a mock loop. The customer authorized to scrap the mpu after analysis, so the mpu was forwarded to product performance engineering for further analysis. The damage to the back cover was confirmed and there were no additional anomalies found with the mpu during testing. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed for mobile power unit (serial number (B)(6), shop orders and the records revealed no deviations from manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2023 through customer order. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 instruction for use, section d, entitled ¿safety checklist¿, instructs the user to inspect the mpu and mpu patient cable for damage. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the back cover of the mobile power unit was cracked.